Event description:
It was reported that during sinus surgery, the snug (guard) of the osteotome broke off in the patient nose. According to the surgeon, nothing unusual happened during operation. The physician has estimated the snug fragment removal as "not beneficial for patient." The initial procedure was completed using a second osteotome. The procedure required no significant addition of time due to the event. No other patient consequences have been reported due to this event. An osteotome is a chisel-like instrument typically used for cutting or marking bone.

Manufacturer narrative:
Evaluation summary: the examination of the osteotome reveals that only the snug has broken off. The osteotome cutting edge is in good state and not damaged with aging. Conclusion of cause is not evident and could not be determined. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition."